Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During a hip arthroplasty procedure, it was found the metal ring of the acetabular cup was damaged. Another cup was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon returned product, lock ring was found to be assembled to the shell. Locking ring was found to be bent. Design history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Design history record for the final assembly indicates that all 16 units in this lot were inspected to inspection criteria i03284, which states "ensure ring assembly and function" and requires a 100% function of the groove with the ring after assemble. This part would not conform to that inspection step. This complaint can be attributed to a failure during manufacturing/inspection as the product was likely packaged nonconforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.